Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip, a 0.018¿ guidewire from the lab was loaded, and an indeflator was used to inflate the balloon but the balloon would not inflate. A visual inspection of the device found that the balloon bond was stretched, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the catheter pacific plus balloon, balloon deflation difficulties occurred. The device was slow to deflate at the lesion site, with deflation issues noted following the first inflation, and the deflation time was greater than one minute. The event took place at the right radiocephalic arteriovenous fistula (rcavf), mid location, targeting a fibrous lesion with moderate tortuosity, no calcification, 50% stenosis, an artery diameter of 5 mm, and a lesion length of 40 mm. The balloon was inflated using an non-medtronic inflation device with 50% contrast. No abnormalities were reported in relation to anatomy, and there were no issues with device preparation, packaging, or removal from the tray. The procedure was completed with a non-medtronic device (sterling 5x120). No patient symptoms or complications were associated with this event. There was no damage noted to the balloon catheter and no issues noted during inflation. The balloon eventually fully deflated for removal in >60 seconds. Prolonged and repeated negative pressure with indeflator was used to deflate the balloon. No patient complications have been reported as a result of this event.